Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032". Root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Event verification of the logs confirmed that a abdominoperineal resection (apr) surgical procedure took place on (B)(6) 2022 on system (B)(4). A review of the instrument logs for the small grasping retractor (part# 470318-10 lot# n10210705-0187) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2022 via system serial# (B)(4) for approximately 1 hour 19 minutes. The alleged event occurred on the 5th use of the instrument with 5 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the small grasping retractor instrument wires in the jaw snapped off. A backup instrument of a different kind was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.